Manufacturer narrative:
Sanofi company comment dated 11-dec-2015: this case concerns a patient who received treatment with synvisc one and later experienced numbness and was not able to walk along with knee pain worsening and swelling of knees. Due to close proximal relationship the causal role of synvisc one cannot be denied in occurence of the event; however, lack of detailed information about medical history, event details and concurrent conditions precludes a comprehensive assessment in this case. Furthermore role of multiple concomitants used by patient can not be underestimated either.

Event description:
Barely able to walk [unable to walk], had numbness [numbness], knee pain was worse [knee pain] ([condition aggravated]), knee was swollen double size [joint swelling]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case from united states was received on 07-dec-2015 from a patient via health authority of united states (USA-FDA; reference number: (B)(4). This case involves a patient of unspecified age and gender who received treatment with synvisc one and was barely able to walk, had numbness, knee pain was worse and knee was swollen double size. No past drugs, medical history or concurrent condition was reported. The concomitant medications were olmesartan medoxomil (benicar), hydrochlorothiazide, zolpidem tartrate (ambien), acetylsalicylic acid (aspirin), tocopherol (vitamin e) and ergocalciferol (vitamin d). On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection once (frequency and batch/ lot number: not provided; expiration date: 31-oct-2015) into right knee for pain from osteoarthritis. It was reported that synvisc one was injected by a physician. On (B)(6) 2015, the knee pain was 10 times worse and the knee was swollen double size. It was reported that the patient was barely able to walk and had numbness to go with it. It was further reported that the pain was unimaginable. According to the patient, the patient might have had permanent damage from the injection. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 11-dec-2015: this case concerns a patient who received treatment with synvisc one and later experienced numbness and was not able to walk along with knee pain worsening and swelling of knees. Due to close proximal relationship the causal role of synvisc one cannot be denied in occurence of the event; however, lack of detailed information about medical history, event details and concurrent conditions precludes a comprehensive assessment in this case. Furthermore role of multiple concomitants used by patient can not be underestimated either.